Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. While advancing the 5max ace catheter, it became fractured and was successfully removed. The procedure continued successfully using a new penumbra system 5max reperfusion catheter and a solitaire device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 5max ace was fractured in the proximal shaft approximately 40.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was fractured at the junction of the color transition midshaft. Evaluation of the returned device revealed a fracture in the proximal shaft. This type of damage typically occurs when the device is improperly handled during preparation or use. If the catheter is manipulated at an angle during insertion into the patient, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.